Event description:
Dicom interface issues. If a pt is scanned feet first on a picker CT scanner and the images are transferred from the picket CT scanner to pinnacle using the dicom interface, the resulting images are reversed (left to right).